Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During troubleshooting, fse could not duplicate the problem. However, fse suspected that the error message was due to a temporary needle blockage. A periodic maintenance was performed on the instrument without any issues. G8 instrument was functioning as designed. There was no further action required by fse. The instrument was installed on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 28-nov-2017 through aware date (B)(6) 2018. There were no complaints identified during the searched period the g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 706 syringe-l error explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. Chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The most probable cause of the reported event could not be duplicated but was likely due to a temporary needle blockage.

Event description:
The customer reported getting 706 syringe-l error messages with the g8 instrument. The customer reported that they could hear the syringe making grinding noises. They did not have a spare sample needle on site. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.